Event description:
It was reported that prior to a upgrade procedure, an instance of noise was observed on the right ventricular lead. The lead was explanted and replaced during the upgrade procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.